Manufacturer narrative:
Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 5172095, model/ catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing rib stimulation. X-ray was taken and the result confirmed that there was a significant lead migration. The patient underwent a revision procedure wherein the lead was moved back to its original placement. The patient was doing well postoperatively.